Event description:
Patient was an active drug user. Patient passed away on (B)(6) 2016. However, the day she passed, the device detected an arrhythmia, provided atp, started to charge but broke the charge because of undersensing (due to the drug use) of the fine ventricular fibrillation. Patient did not receive any more therapy for that episode. Device is no longer implanted. The exact explant date is unknown.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.